Event description:
Based on the review of med records provided by pt's attorney: on (B)(6) 2002- pt underwent ventral hernia repair using three composix kugel meshes. The three meshes were implanted in a piece- meal fashion. Significant lysis of adhesions were performed and a small partial bowel obstruction was adhered to the pelvis. On (B)(6) 2003- pt was admitted for severe epigsatric pain with nausea and vomiting. On (B)(6) 2005- office visit, pt complaining of abdominal discomfort. A nodule on the right upper quadrant was noted, however no obvious reoccurring hernia was diagnosed. On (B)(6) 2008- pt underwent repair of recurrent umbilical incisional hernia. Med records noted a biologic mesh was placed one month earlier, however there were no operative reports in med records.

Manufacturer narrative:
Initially the attorney reported that a single event of the implant of a composix kugel mesh occurred, however, med records were rec'd and a review of these records identified another event. Based on the review of med records, on (B)(6) 2002 the pt underwent repair of right ventral hernia with significant amount of intra-abdominal adhesions and a partial small bowel obstruction adhesed to the pelvis. Three composix kugel hernia patches were utilized in a piecemeal fashion to complete the repair. On (B)(6) 2003 the pt was admitted for abdominal pain, nausea and vomiting. Upon discharge, the pt underwent a esophagogastroduodenoscopy and no significant pathology was noted. Approx five years later. (B)(6) 2008, the pt underwent repair of a recurrent umbilical incisional hernia at the most superior aspect of the incision, using a non-bard product. The med records also note a repair using a non-bard product one month prior, however no operative reports were provided. Based on the info rec'd, the pt has a long standing history of abdominal surgeries with both bard and non-bard products and appears to have been treated for recurrence. Although there is no indication that the device may have caused of contributed to the reported event it should be noted that recurrence is an adverse reaction noted in the ifc. Info related to the recalled composix kugel mesh implanted on (B)(6) 2002 was reported in accordance with rae (B)(4).